Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported for partial display. The customer¿s blood glucose level was 9.5 mmol/l. Customer reported that insulin pump has a solid line on the display. Customer confirmed it is not a scratch or a crack on the casing but a vertical line on the lcd. The customer was assisted with troubleshooting and the display did not return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with partial missing segments during testing. Problem isolates to lcd board. Insulin pump also received with cracked case(battery tube).